Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2011.according to the complainant, post-procedure, the patient presented with unspecified complications.according to the physician, the patient reported pelvic pain. The physician stated that the pain was not related to the device. The patient was referred to a urologist (specifics unknown), and as of (B)(6) 2013, the patient was feeling fine. All other information is unknown and unavailable.